Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.

Event description:
The 2.5 x 28 cypher balloon did not deflate after implantation in the rough and fairly calcified proximal circumflex. The physician had to pull the balloon out of the lesion. The balloon was not stuck to the polymer it would just not deflate. The stent was implanted successfully and there was no patient injury.